Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they treated with pump. The customer states there were bubbles in the reservoir. The customer states the reservoir leaked. The customer states the leak was in the o-ring. Troubleshot was conducted. The customer was advised the reservoir would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.